Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller with resetting pump, and malfunction did not recur after reset. Customer was instructed to continue using pump and to call back if any malfunction recurs.